Event description:
Customer reportedly noted during routine testing of the vaporizer that the output was lower than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to vaporizer service center for investigation. The unit was tested and the output was found to be low to spec. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for the thermostat have previously been reviewed. Additionally, work instructions have since have been amended to include add'l steps to help prevent thermostat cover gasket interference.